Event description:
I am writing to lodge a complaint about an oxygen concentrator being sold on amazon (link: [https://www.amazon.com/dp/b0crp8z36c) that has caused severe allergic reactions after approximately two weeks of use. I am deeply concerned about the potential safety hazards associated with this product and its irregular sales. Firstly, upon purchasing this oxygen concentrator, I did not find any clear information on the product's safety, quality certification, or professional testing reports in the product details. This has raised significant doubts about the quality and safety of this product. Secondly, after using this oxygen concentrator for about two weeks, I experienced severe allergic reactions, including skin redness, swelling, and difficulty breathing. These adverse reactions have had a significant impact on my health and have further exacerbated my concerns about the quality and safety of this product. Given the above circumstances, I strongly urge the FDA to investigate this oxygen concentrator and request that amazon immediately remove it from their platform to prevent further harm to consumers. Additionally, I would like to request that amazon require the supplier to provide relevant certificates and testing reports to ensure that the product's quality and safety meet relevant standards and requirements. I understand that the FDA is committed to safeguarding public health and safety. Therefore, I sincerely hope that you will take my complaint seriously and take prompt action. I believe that with your involvement, this potentially hazardous oxygen concentrator will be promptly removed, protecting the rights and interests of more consumers. I am willing to provide any necessary assistance and cooperation to facilitate your investigation. Please feel free to contact me if you require any further information. Thank you for your attention and support.